Manufacturer narrative:
Device eval of battery charger modem sn (B)(4) has been completed. As received, the charger/modem would not power up. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041)was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger/modem.

Event description:
A pt service rep contacted zoll customer support to report that while fitting a pt, the battery charger would not power on. The pt was issued a replacement battery charger.